Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant was not working properly at all. Patient mentioned the stimulation was not working and they kept seeing settings not available. Patient mentioned they wanted to feel the stimulation in their lower back. Agent walked patient through adjusting stimulation in group a, b and c. Patient confirmed they were able to increase the stimulation in group b but in group a and c the controller showed settings not available. Agent asked, patient mentioned they fell in december and fractured their tailbone. Agent reviewed role of rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances and a return of pain. Electrode zero had a 40,000 reading and a red "x". Patient stated that she fell over the weekend and the next time she tried turning up her stimulation, the device read settings unavailable. Was able to program around electrode zero and get good coverage for her pain. Settings unavailable not present on patient controller after the reprogram. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.